Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that infusion sets that did not work// infusion sets did not last because of the tapes. The incident occurred on (B)(6) 2024. No further information available.